Event description:
It was reported that the customer had received a notification about the scroll wrap. Customer had an unexplained low blood glucose level event on friday. Customer's blood glucose level would not come up for about 5-6 hours even though they treated via juice and crackers. Customer may have accidentally delivered a bolus with the b button. Customer's mother declined troubleshooting and stated that they were okay. Customer has been fine since the incident and thinks the pump is functioning fine. Customer's blood glucose level was 50 mg/dl. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.